Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer tripped and fell onto the pump and the touch screen became shattered. Customer is unable to read the touch screen due to the shatter. Customer's blood glucose was 194 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.